Event description:
Follow-up information revealed the patient did not desire to meet with a company representative for reprogramming.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It is reported the patient is having an issue with his spine and can barely walk. As such, the patient needs an MRI performed. It is unknown if the issue is related to the scs system. Regardless, the patient's physician decided to explant to patient's scs system.